Event description:
The customer reports: the catheter broke at the hub and had to be retrieved with forceps. No patient injury or complication reported.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and a possibly relevant finding was found. A non-conformance for sheath extrusion outer diameter was found. This cannot be confirmed without a sample. The IFU provided with this kit warns the user , "do not cut sheath to alter length." The IFU also precautions the user , "do not suture directly to the outside diameter of the sheath to minimize the risk of cutting or damaging the sheath or impeding sheath flow. To minimize the risk of cutting the sheath, do not use scissors to remove the dressing.". Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the catheter broke at the hub and had to be retrieved with forceps. No patient injury or complication reported.